Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with missing/partial display due to zebra connector cracked. The device had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that she dropped her insulin pump. Customer states that there is a partial display. The blood glucose reading is 87 mg/dl. The insulin pump will be replaced.